Manufacturer narrative:
H3, h6: the device that was used in treatment was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional inspection was performed, which could not establish a relationship between the device and report event. The device functioned as intended. No alarms were observed. Probable root cause may include kinks, leaks in the vacuum circuit or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The associated risk files contain details relating to harm. However, as no harm has been alleged no further action is required. Instructions for use contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, patient with nurse indicated, nurse has just changed wound dressing and they got a blockage alarm from the renasys go device. Patient states this has been an issue for a week. States he had to use supplies to fix the issue. Multiple alarms through out each day and even woken up at night multiple times. Treatment was finished using a competitor device. No other complications where reported.